Event description:
A us distributor reported that a patient experienced an inappropriate defibrillation event consisting of one treatment. The patient was treated at 02:15:06. Motion artifact contributed to the false detection. The patient was conscious and getting ready for bed. The response buttons were not pressed prior to the treatment. The patient went to the hospital and continued to use the lifevest. Following the treatment, the patient reported that she was burned from the treatment. During a distributor follow-up on (B)(6) 2015, the patient reported that the burns were red but they were not really bothering her.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. The impedance (61 ohm) was well within the normal operating range. Device manufacture date: monitor (B)(4). Electrode belt (B)(4): 03/2015. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.